Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was re-admitted with hypovolemia and expired the following morning. The pump was explanted and will be returning for evaluation.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.